Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4310 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument had a broken distal tip which caused the intuitive motion failures. The distal tip measuring 0.325¿ x 0.480¿ in size was not returned. This failure is caused by mishandling/misuse of the instrument. A site history was reviewed and found no other related complaints. System logs were reviewed and found that the suction irrigator instrument (pn: (B)(4), lot number: k10191128-0367) was used for 11 minutes during a procedure on (B)(6) 2020. Based on the failure analysis investigation results, this complaint has been re-evaluated as a non-reportable complaint. Failure analysis investigation concluded the detached plastic tip from the suction irrigator instrument was caused by mishandling/misuse of the instrument.

Manufacturer narrative:
The suction irrigator instrument will not be returned to isi for evaluation. Therefore, the root cause of the customer reported issue cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because a gray piece from the suction irrigator instrument fell inside the patient. The gray piece was retrieved during the same procedure and no additional surgical intervention was required. However, an unintended fragment falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon noted the suction irrigator was not articulating properly. The operating room (or) staff removed the instrument and found the plastic tip of the instrument was missing. The surgeon found the missing piece inside the patient¿s abdomen and was able to retrieve the piece during the same procedure. The procedure was completed with no injury to the patient. Intuitive surgical inc. (Isi) followed up with the site and obtained additional information. The suction irrigator was used for 30 minutes and then it was removed from the patient. Upon removal, the or staff noted a gray piece was missing from the instrument. The missing piece was found inside the patient's abdomen and the piece was retrieved by using the maryland bipolar forceps instrument. The suction irrigator was inspected prior to use and there was no damage noted.